Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 36 mg/dl at one point. Her eyes were blurry. The customer drank milk and her blood glucose went up to 63 mg/dl. She went to sleep and ate breakfast upon waking; her blood glucose increased to 283 mg/dl. Troubleshooting was declined for the low blood glucose. No products were returned or replaced.